Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation issue of the minicap transfer set; further described as "connection part came off and there was a gap." There was damage due to protruding spikes. This was observed during an unspecified process step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation with an unknown blue connector attached to the female connector. A visual inspection with the naked eye noted a separation between the female connector and main body. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted. The reported separation was verified. The cause of the separation was determined to be manufacturing related issues due to inadequate solvent bond. A nonconformance has been opened to address this issue. The transfer set was connected and disconnected using the returned blue connector with no issues noted. There were no evidence of damage to the transfer set. The reported damage was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.